Manufacturer narrative:
No product was returned for investigation nor were radiographs provided to confirm the event. Information received from the physician indicates patient was diagnosed with pseudoarthrosis 15 months post initial surgery. Labeling review: "...potential adverse events and complications; as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: bending, fracture or loosening of implant component(s)..."

Event description:
On (B)(6) 2016, patient heard a "pop" and was experiencing back pain. Patient was diagnosed with "a broken rod". It was reported a CT scan of the spine indicated a fracture of the connector rods. On (B)(6) 2016, patient underwent revision surgery to remove the fractured rod and revise the instrumentation.